Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue remotely. The inspiratory flow valve was recommended for replacement. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a manifold pressure sensor error preventing mechanical ventilation. There was no report of patient involvement.